Manufacturer narrative:
On (B)(4) 2014, the customer technical specialist (cts) assisted the customer in determining the sample line had disconnected from the diff (differential) mix chamber. The customer re-attached the tubing, resolving the leak and incomplete differential results. (B)(4).

Event description:
The customer reported a leak in the coulter hmx hematology analyzer with autoloader. A few drops of blood leaked from disconnected tubing inside the analyzer. The leak was contained. The customer also reported the instrument did not generate differential results for several patient samples during the event. The customer was wearing personal protective equipment of lab coat and gloves at the time of the occurrence. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient treatment associated with this event.